Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the perfusionist hooked the gas to the wrong port on the oxygenator resulting in pt's death.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available.(B)(4).